Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 06/08/2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log was reviewed and firmware errors were observed. Additionally, a screen recoverable error alarm and reboot receiver error was observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.